Event description:
Litigation papers allege on or about the late summer or fall of 2009 and thereafter, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain in the bottom of her foot, on the second toe of her right foot, right knee pain, swelling in her right calf, lower leg and ankle area, tightness in abductor region of right lower extremity, tightness in both hips, bilateral thigh discomfort, decreased sensation on the right big toe medial aspect and medial aspect of the right foot. It is also alleged testing of the blood of pt collected on (B)(6), 2010 demonstrated high chromium blood levels of 5.7 ng/ml and high cobalt blood levels of 19.6 ng/ml. It is further alleged testing of the blood of pt collected on (B)(6), 2011 demonstrated high chromium blood levels of 10 ng/ml and high cobalt blood levels of 49 ng/ml.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received which identified date of implant, patients full name and part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.